Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: the recorded total daily doses of insulin correctly reflected the user's programmed basal rates. The pump was exercised for 24 hours with no delivery issues observed. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump basal delivery totals in the total daily dose do not match the active basal program total and there was no known cause for the variation. It was also reported that the basal history matched the active basal program settings. It was reported that the patient¿s blood glucose level was increased to 8 mmol/l. There was no claim that the user¿s the bg reading exceeded 500 mg/dl and no symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.